Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 450 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she had a headache prior to the event. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer stated that the drive support cap appeared normal. The customer performed high pressure test. The customer stated that the insulin pump failed high pressure test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had minor scratched lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.